Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 43 alarm due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm reoccurring three time. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer states they performed displacement test and it passed. Customer states the insulin pump was not dropped or bumped. Customer states alarm occurred during bolus delivery. Customer states they performed self-test and it passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.